Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization (intensive care unit) and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, weak, blurry vision, staggering, nausea, vomiting and dehydration. The patient was treated with intravenous insulin, unspecified fluids and dextrose. The pod removal was not reported. The patient was discharged the following day, (B)(6) 2025.